Manufacturer narrative:
Gehc service personnel tested both rotational and orbital motor drives. Could not reproduce any problem with motorized drive unit. Operates as intended. Instructed customer to inform if problem re-occurs.

Event description:
Customer reported that the rotation motor not driving. Symptom occurred during clinical applications.